Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly had a conversation with prof. Concerning the clinical outcome of osteoset after a 2 yr application in bone tumor. He followed up all patients who got bone tumor and had been operated with filing osteoset. The results shows that it can't work well when filled with osteoset in the bone defect area which is much more than 40cc. The patient often have defects: 1.2 months after operation, radiograph demonstrates that osteoset had been absorbed completely. In most repairments (often 2-3 mths after 1st surgery), it is obvious for us to see that osteoset is absorbed and haven't seen new bone growth. As the date shows, this situation appeared in 30%-40% of patients.